Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the act button was pressed repeatedly and the light button was also stuck. Customer¿s blood glucose value was unknown. Customer also stated that the insulin pump had frequent no delivery alarm. The insulin pump will not return for the analysis.